Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 138 mg/dl, 112 mg/dl, 162 mg/dl, 87 mg/dl and 105 mg/dl when all tests were performed within 10 minutes on the advantage system. Reported indicated that she was feeling lightheaded with one of the readings and she self-treated with cashews. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.